Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the battery was at end of life (eol) before expected. The device was explanted and replaced. The patient was enrolled in the (B)(6) study. There were no patient complications reported as a result of this event.